Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The issue was confirmed through system log review, which showed error c-34 recorded on 01-dec-2025. Visual inspection revealed light scuffing on the gray bezel, consistent with the reported event, along with scratches on the left side of the housing. During testing, the erbe unit displayed error code c-34 at startup, and the erbe logs also recorded error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated c-34 error on the erbe unit. The user attempted to resolve the issue by power cycling the erbe, but the error persisted. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the erbe generator was discontinued for the remainder of the case, as the procedure was nearly complete at the time of error occurred.